Event description:
Pt's procedure was a diagnostic laparoscopy, left salpingo-oophorectomy. During the procedure a portion of the hysteroscope broke off inside the pt's uterus and the physician spent an hour and a half retrieving the broken portion.